Manufacturer narrative:
Since the ring was not returned to the manufacturer (unknown disposition as explanted in another hospital), and given that the serial number is unknown, no device investigation is possible at this time. Based on the available information, it is not possible to establish a definitive root cause for the device explant that occurred in 2020. Given the information reported on the paper, the masses resolved after 4 months of warfarin anticoagulation, the mitral gradient normalized and the patient's symptoms resolved. As such, the root cause of the reported thromboembolic events occurring 28 months after the sorin ring 28mm implant can be reasonably attributed to the anticoagulation therapy. Since the device explant occurred remotely from this event (4 years after the thromboembolic event), and since no further information was provided on the reason for the explant, it is not possible to establish if the device explant is related to the thromboembolic events detected in 2016 and what is the root cause of its explant.

Event description:
The manufacturer received information on this event through the paper "thromboembolic complications of annuloplasty rings" by ratnasari padang, et al. The publication describes 8 patients presenting with new thromboembolic complications following ring annuloplasty repair, highlighting the variable clinical and imaging presentations of this condition. One of these patients received a sorin ring 28mm as part of a mitral valve annuloplasty in 2014. The patient received a tricuspid valve annuloplasty with a tri-ad 30 mm during the same surgery. No abnormality in the sorin ring was commented by the operative report. The patient received a postoperative anticoagulation therapy with warfarin for 3 months. It is reported that the patient experienced thromboembolic complications 28 months after surgery. The symptoms at the time of diagnosis included dyspnea on exertion and inflow stenosis across mitral ring. The echo showed a mass attached to the annuloplasty rings (both mitral and tricuspid). Based on the information reported on the paper, the patient had symptom resolution and normalization of mitral gradient with warfarin therapy. However, based on additional information received, the device was ultimately explanted in 2020. The patient underwent mitral valve replacement. The pathology report performed on the explanted device reports that the prosthetic mitral valve ring measured 3.0 x 2.0 cm. No designations are seen. The soft tissue is attached. Since the re-do surgery was performed in another hospital, no further information could be provided. Based on the medical judgment received, the relationship with the thromboembolic event and the device could not be definitively stated. However, it is believed that there has to be patient factor also that contribute to its development, rather than simply due to the device itself.